Event description:
It was reported that the patient was not experiencing good therapy coverage with their l4 lead. Surgical intervention took place where the lead and attached extension was explanted. The ipg was also replaced but met longevity. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.